Event description:
It was reported that this device was explanted as it was noted that it exhibited changes in the battery longevity so premature battery depletion (pbd) was suspected. Apparently the cause of the battery depletion was high elevated thresholds in the leads, however once the device was replaced it was working fine with the same leads and the physician decided to explant only the device. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of b2 field: outcomes attrib to adv event. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this device was explanted as it was noted that it exhibited changes in the battery longevity so premature battery depletion (pbd) was suspected. Apparently the cause of the battery depletion was high elevated thresholds in the leads, however once the device was replaced it was working fine with the same leads and the physician decided to explant only the device. No additional adverse patient effects were reported.